Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that a recently implanted patient was experiencing testicular pain. The patient was taken back to the operating room (or) and underwent a revision wherein the physician relieved the pressure due to the lead that was resting on the dura. The physician believed that it was not device related. The patient was doing well postoperatively.